Manufacturer narrative:
The initial reported event of fracture was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30 day report. Concomitant medical product: d154vwc ICD, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for oversensing and high pacing impedance. The lead was suspect of a fracture. The pace/sense lead was capped leaving the superior vena cava (svc) coil in use. A new pace/sense lead was implanted. No patient complications have been reported as a result of this event.